Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms since (B)(6) 2026. The patient presented to clinic on (B)(6) 2026 and no low flow alarms were noted but the patient was hypovolemic. Lasix by mouth was discontinued. Log files and captured intermittent low flow events on 20feb2026. The low flow readings did not appear to be the result of any external equipment malfunction. On (B)(6) 2026, log files were submitted for review by the site, stating that there was a driveline disconnect on (B)(6) 2026. Log files contained a driveline disconnect event leading to a pump stop that occurred at 21feb2026 from 1:12:49 am to 1:13:49 am. After the pump stop, there were no unusual events recorded in the log file event history. If there was a pump stop on (B)(6) 2026, it would not be seen due to the earliest time stamp being 5:47 pm on 20feb2026 from the number of low flows and pulsatility index events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported driveline disconnect alarm was confirmed via analysis of the submitted log files. A review of the submitted log files captured a driveline disconnect alarm on 21feb2026. The driveline was disconnected for approximately 1 minute according to the log file timestamps and a pump stop occurred. Once the driveline was re-connected, the pump ramped up to the set speed as intended. There were no other notable alarms related to the controller investigation. The controller appeared to support the system as intended while the driveline was connected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the driveline disconnect alarm could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. The IFU section 7 and the patient handbook section 5, both entitled ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline disconnect alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook section 2, entitled ¿how your pump works¿ under sub-section titled "connecting the driveline to the system controller¿, addresses the proper steps for connecting the driveline to the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.